Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 535 mg/dl; cause was not known. Customer was treated in the emergency room (ER) with fluids. Customer was not admitted to the hospital and left the ER with a bg of 208 mg/dl in stable condition.